Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while the patient was being picked up the y-site of the tubing broke in half. The clinician clamped the tubing then flushed the line with 30 units of heparin. There was no patient harm.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Only the upper portion of the extension set was received. Inspection under magnification of the outlet end of the set's mini y parallel connector component shows there was evidence of sufficient solvent within. There were no obvious damages or any issues with the mini y parallel connector or the rest of the set components. Functional testing was not performed because of the obvious damage; however the rest of the set's remaining tubing engagements were slightly tugged with no observation of any separations. The root cause was not identified.